Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was found locked with an f-94 alarm (inoperative defective main battery), therefore, only a visual inspection and service history review could be performed. The device unable to power on was identified during evaluation as an f-94 alarm. The cause of the condition was determined to be inoperative main battery. To correct the condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn power on. This event occurred before use. There was no patient involvement. No additional information is available.